Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refq1934 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.

Event description:
It was reported that the clinician performed the catheterization in the artificial hepatic duct using the dialysis catheter. Resistance was encountered when around 10 cm of the guide wire was inserted. An attempt was made to remove the guide wire, but failed. The introducer needle was removed and it was found that the guide wire got stuck in the introducer needle and deformed. Another puncture pack was used. When around 10 cm of the guide wire from this pack was inserted, resistance was met. The guide wire was removed and found deformed. Both attempts to insert failed. The catheter placement did not succeed until a third puncture pack was used. Therefore, the complaint was filed. It was reported this occurred with two devices. This report addresses the second device.

Event description:
It was reported that the clinician performed the catheterization in the artificial hepatic duct using the dialysis catheter. Resistance was encountered when around 10 cm of the guide wire was inserted. An attempt was made to remove the guide wire, but failed. The introducer needle was removed and it was found that the guide wire got stuck in the introducer needle and deformed. Another puncture pack was used. When around 10 cm of the guide wire from this pack was inserted, resistance was met. The guide wire was removed and found deformed. Both attempts to insert failed. The catheter placement did not succeed until a third puncture pack was used. Therefore, the complaint was filed. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a difficult guidewire insertion is confirmed but the exact cause remains unknown. One photo sample depicting two guidewires within their hoops was provided for evaluation. Blood residue was observed on the two guidewires. Bends in the guidewires were visible; however, no misalignment in the coil wire could be clearly seen. The dimensional characteristics could not be inspected due to the lack of a returned physical sample. Based on the information and photo sample provided, possible contributing factors include bent guidewire during handling, insertion angle, and residue interference between components. Since bends in the guidewires shown were noted and likely contributed to the difficult insertion, the complaint is confirmed; however, the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed and was determined to be use related. Two 0.038 in. Guidewires in plastic hoops were returned for evaluation. An initial visual observation showed use residue on the returned samples. One guidewire was observed to be bent in multiple locations and other guidewire was observed to be broken. A microscopic observation revealed the break site in the broken core wire to be tapered with a mostly flat and granular surface texture. The shape and location of the break and bends in the returned guidewires suggest the guidewires were damaged during the insertion process. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that the clinician performed the catheterization in the artificial hepatic duct using the dialysis catheter. Resistance was encountered when around 10 cm of the guide wire was inserted. An attempt was made to remove the guide wire, but failed. The introducer needle was removed and it was found that the guide wire got stuck in the introducer needle and deformed. Another puncture pack was used. When around 10 cm of the guide wire from this pack was inserted, resistance was met. The guide wire was removed and found deformed. Both attempts to insert failed. The catheter placement did not succeed until a third puncture pack was used. Therefore, the complaint was filed. It was reported this occurred with two devices. This report addresses the second device.